Event description:
During a pulmonary vein isolation procedure using a swartz braided transseptal introducer, an air embolus occurred. Transseptal puncture was performed and the swartz braided transseptal introducer was advanced into the left atrium. The dilator was removed, negative pressure was applied with a syringe from the three-way stopcock, and air was aspirated. The introducer was pulled back from the left atrium into the inferior vena cava and negative pressure was applied a second time and air was aspirated with the syringe. An air embolus was noted near the pulmonary artery and the patient became hypotensive. The physician paused the procedure to monitor the patient's condition. After 40 minutes, the patient's blood pressure returned to normal. The introducer was exchanged and the procedure was completed successfully. The patient remained stable.

Manufacturer narrative:
The results of the investigation revealed a leak at the hemostasis valve. Microscopic inspection of the introducer identified tearing and holes in the proximal and distal hemostasis seals, which is consistent with damage during use. There was no evidence found to suggest the incident was due to tan intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause for the leak was consistent with damage during use.